Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose, motor error alarm and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 418 mg/dl. The customer treated with manual shot injections. The customer stated that her battery was empty and it read motor error. The customer reported the drive support cap to appear normal. The customer did not report motor position encoder error. After troubleshoot, the alarms passed displacement test. The insulin pump will be returned for analysis.